Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding seizing involving a dall miles h-grip introducer was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection showed the handle to be cracked. Functional inspection showed that as the knob was progressively tightened, grinding within the knob/end cap region of the instrument became noticeable. Material analysis concluded the grip introducer seized due to galling between the retention pins and the knob features. Medical records received and evaluation: not performed as no medical records were received. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the event was confirmed. The instruments' seizing was determined to be a result of galling between the retention pins and knob features. Galling can occur when metal surfaces are in contact or articulating against each other. Instructions for the proper use and care of orthopaedic instruments described in lstpi-b indicates that instruments with moving parts should be functionally tested prior to sterilization and medical grade lubricating oil should be applied as required. There is no indication at this time that the design nor manufacturing of the subject device contributed to the event.

Event description:
It was reported that cement spacer from competitor revision was removed. During second stage of the revision, the handle of the cable grip would not hold onto the implant. The cable grip was not implanted due to the handle not functioning. The surgeon is concerned about the stability of the greater trochanter.

Event description:
It was reported that cement spacer from competitor revision was removed. During second stage of the revision, the handle of the cable grip would not hold onto the implant. The cable grip was not implanted due to the handle not functioning. The surgeon is concerned about the stability of the greater trochanter.